Event description:
In 2008, the sales rep reported that during a revision surgery for an unk reason, the driver prongs bent when the surgeon was trying to apply more force to remove the closure tops. The surgery was completed as intended. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument, and is not implantable. The driver will not be returned since it was left at the hospital. Investigation pending.